Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on 11-nov-2020 to ensure the replacement products resolved initial - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for meter not storing the reading results on the app/meter memory. Mother is calling on behalf of the customer ((B)(6) daughter). Mother is concerned because she has to bring the meter to the doctor for them to monitor her daughter glucose and the meter is not saving the test results. The mother is concerned with tests results from results obtained of 174mg/dl. The expected fasting blood glucose test result range was undisclosed. The customer did not report symptoms, medical attention was reported in a previous time, but not because the meter was not working. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/16/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 6-jan-2021: h10: products were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention product unavailable for meter failure mode code. Most likely underlying root cause: mlc-27: time/date not set properly in meter.